Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 mg/dl, 200 mg/dl, and 420 mg/dl. Customer was feeling okay. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.